Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the physician noted a lot of air aspiration after positioning the sheath. The alignment between the balloon catheter and sheath was adjusted without resolve. The sheath was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sheath, 4fc12 with lot number 19955, was returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issue. Air aspiration was reproduced during the pressure test when the test dilator was introduced through the sheath. The hemostatic valve was leaking. The valve disk was suspected to be torn. Further dissection didn't show any leak along the shaft in the handle. In conclusion, the reported issue was confirmed through testing. The sheath failed the returned product inspection due to the leaking hemostatic valve. If information is provided in the future, a supplemental report will be issued.